Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use the cs100 intra-aortic balloon pump (iabp) electrical test failed #52. There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cs100 intra-aortic balloon pump (iabp). Observed both transducer measuring values & found its out of order. Then checked all connectors of the pcb & after that removed both transducer from drive assembly unit & it¿s cleaned properly then further refitted the unit. After that calibrate to transducer & observed its comes on working mode. Then checked all parameters & observed all are passed successfully. Then connected balloon along with trainer & found its working ok. Machine handed over to the department in good working condition.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).